Event description:
It was reported that a user experienced hyperglycemia while using the ilet system after moving the infusion site to the right side of the abdomen; blood glucose by cgm was approximately 303 mg/dl, later rose to 360 mg/dl, and then declined to 317 mg/dl. Symptoms included elevated blood glucose levels. Outcomes included user-performed troubleshooting, infusion site replacement to the left abdomen, observation of intact prior cannula and visible drops from test tubing, and education that scar tissue or low subcutaneous fat can impair infusion; no hospitalization occurred. Investigation included technical troubleshooting over the phone and user education, with recommendation to follow up with a healthcare professional. Investigation of this case revealed no device malfunction observed, with unclear etiology of hyperglycemia and a plausible contribution from infusion site quality or tissue characteristics. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.